Event description:
Patient experienced chronic pain and asymmetrical contour of breast implants. Implants were placed approximately eighteen to nineteen years ago after bilateral mastectomies for cancer. She under went bilateral breast reconstruction using the now explanted devices. This reporter was unable to identify when the initial surgery was performed as medical records are unavailable. Unclear if this model is involved in the voluntary recall from july, 2019.